Manufacturer narrative:
An event of left bundle branch block, hematoma and symptoms of stroke was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Crd_1003 - vantage ide study, patient site ID: (B)(6) it was reported that on (B)(6) 2023, a 25mm portico ng was implanted using a small flexnav delivery system. The patients baseline was sinus rhythm with left anterior fascicular block. After the procedure, the patient was diagnosed with a left bundle branch block. The patient is reported to be stable. It was noted during the procedure that the deployment button on the delivery system did not pop up at 80% deployment. On (B)(6) 2023, the patient was diagnosed with a hematoma on the right side of their groin at the delivery system access site. No intervention was done. The patient is reported to be discharged. On (B)(6) 2023 the patient was hospitalized for symptoms of a stroke.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4)- vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 25mm portico ng was implanted using a small flexnav delivery system. A non-abbott closure device was used on the patients right groin access site. The patients baseline was sinus rhythm with left anterior fascicular block. After the procedure, the patient was diagnosed with a left bundle branch block. The patient is reported to be stable. It was noted during the procedure that the deployment button on the delivery system did not pop up at 80% deployment. On (B)(6) 2023, the patient was diagnosed with a hematoma on the right side of their groin at the delivery system access site. No intervention was done. The patient is reported to be discharged. On (B)(6) 2023 the patient was hospitalized for symptoms of a stroke. No additional information was provided.